Manufacturer narrative:
We have now concluded the investigation for this complaint. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found the top case to be broken. The functional evaluation did not establish a relationship between the reported complaint and the device. The device was tested and performed within expected parameters. This investigation has been closed and recorded as no fault found. Blockage/canister full alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the product gave blockage/full warning. The malfunctioning product was changed with another functioning renasys go product as soon as the problem discovered. The problem was found during the assessment of the patient.